Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin loading dose (2 grams, once a day) and (50 milligrams per 4 exchanges) and stopped on the same day. Kefzol loading dose was started (1 gram, (loading dose, once per day) and later (250 milligram's per exchanges) intraperitoneally for peritoneal cloudy effluent. At the time of this report, the patient was reported to be "feeling well" and was recovering from the event. Nine days after the event onset, antibiotic treatment and nutrineal therapy were discontinued while extraneal and physioneal therapies were ongoing. No additional information is available.